Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information received from the field representative that this lead was believed to have been micro-dislodged. A revision was performed and the rv lead was replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.